Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to corrosion around the battery connectors, mold inside the internal battery connector, and signs of previous moisture presence on the back of the lcd screen, unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had randomly got a critical pump error on it. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.